Manufacturer narrative:
Article citation: ¿breast implant-associated anaplastic large-cell lymphoma: first case detected in a japanese breast cancer patient¿ takayoshi yoshikawa, ph.d.; head of pharmacovigilance japan, 24 february 2020; ohishi y, et al. Breast cancer. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: seroma late and lymphadenopathy.

Event description:
A journal article, ¿breast implant-associated anaplastic large-cell lymphoma: first case detected in a japanese breast cancer patient¿ reported patient with left side stiffness, redness, swelling, "upward shift of the nipple and ipsilateral shoulder," "indurated areas," fluid collection, rippling, enlarged axillary lymph nodes, possible infection. The device was explanted and found ¿fragmented capsule surrounding the implant" with ¿discharge with scrambled egg-like floating matter¿ in capsular tissue. Pathological findings did not find malignancy and diagnosed "sterile inflammation.¿ treatment included massage of the breast.